Manufacturer narrative:
A line interface printed circuit board (pcb) and universal serial bus (usb) flash drive were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the line interface pcb. The root cause for the usb reported issue was isolated to the failed usb flash drive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the line interface and flash drive. The se performed calibrations and extended self-testing on the device and all tests passed.